Event description:
Account stated that the head section will not raise by either siderail. He had already replaced the valve and the coil.

Manufacturer narrative:
Account replaced the head up valve to correct the issue. No injuries reported.